Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat midline cystocele and rectocele. It was reported that the patient had a concurrent procedure of an anterior/posterior colporrhaphy performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient had a laparotomy and bso and an ovarian cyst (bilateral complex) on (B)(6) 2007. It was reported that patient underwent mesh revision/removal (excision vaginal exposed mesh and d&c) on (B)(6) 2009 due to erosion. (B)(4) - urinary problems; undefined recurrence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced blood tinged vaginal discharge.

Event description:
It was reported that following insertion the patient experienced blood tinged vaginal discharge.